Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the pt felt tingling when standing up and sitting down straight; caller added that the tingling did not stop, and the more the patient straightens, the more tingling they felt. When asked about even date, the patient mentioned since they had the implant. However, caller mentioned they never noticed the tingling when the patient had the therapy programmed back in july. Both the caller the patient wanted to know if the tingling was a normal feeling. Agent redirected the caller to the managing doctor (hcp); caller then mentioned they had just reached out to their hcp and was told to call medtronic (mdt) and get appointment at the clinic. Agent reviewed mdt rep role and responsibility. Caller mentioned they do not have contact to their mdt rep. Agent offered to send email to mdt rep visibility, caller agreed and added they will reach out again to the managing hcp. Agent sent email to mdt reps.